Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. The software investigation found that the reported event was related to user error. The software functioned as designed.

Event description:
A medtronic representative reported that during the instrumentation validation the screwdriver longitude ii was validated when it wasn't on the reference frame (~20cm far away). There was no patient present when this issue was identified.